Manufacturer narrative:
(B)(4).

Event description:
It was reported that undersensing during an episode of ventricular fibrillation was observed. The device was reprogramed. The patient condition was well.